Event description:
It has been reported to philips that there was a geometry movement issue on the allura system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. Review of the system log file showed that malfunctioning geo-pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has geometry movement issue. Fse monitored video output on geo pc and noticed that the application software did not load, only the windows os loaded. Fse reloaded the geo ipc software. After that the system was returned to use in good working order.